Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay results from one patient's sample tested on the cobas 8000 cobas c 502 module. The initial result from the analyzer was an invalidating data flag. The first repeat result from the analyzer was an invalidating data flag. The customer placed the patient sample tube on a qc rack, as they have a "normal practice" of running the patient samples as qcs when erroneous results are produced. The second repeat result with the patient sample tube in a qc rack is 14.53%. The third and fourth repeat results with the patient sample tube in a qc rack is 9.20% and 9.30%. The fifth repeat result from another laboratory department's sebia capillarys 3 octa analyzer was approximately 5%. This result was deemed correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application reagent lot number is 85556501, with an expiration date of 31-aug-2026. The field service engineer investigated the event and identified an issue with the patient sample as the root cause. He inspected the module and verified its performance with qcs, precision checks, and correlation tests. The investigation is ongoing.